Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during nephrectomy, when the reload was connected to the handle, the jaws of the reload would not close properly as it did not lock onto the tissue. The same event happened twice. New reload was used on the same handle and it worked fine. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that one of the loading unit was partially fired and the second one had full completement staples. Functionally, the loading units were cycled without hesitation or binding and was applied to test media. All staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading units from cycling again. The jaws opened and closed repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of partially fired that has no relationship to the reported condition. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.